Event description:
Device 3 of 3. Ref MFR reports # 1627487-2013-12011, 1627487-2013-12012. It was reported the pt experiences discomfort at the ipg site due to location. It was also reported the pt experiences sporadic stimulation and shocking on one of the leads. X-rays revealed one lead is kinked. The physician removed and replaced the ipg and one of the leads. Note the pt has two leads from different lot numbers. Both leads are being reported as it is unk which lead was replaced.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.